Event description:
Reporter alleged obtaining a result of 120-123 mg/dl on the aviva system compared back to back with a result of 350 mg/dl on the paramedic system when testing was performed within 10 minutes. Reporter stated that he thought he was having a heart attack and this is why he called the paramedics who took him to the hospital for cardiac concerns. Reporter alleged that at the hospital he was treated with oxygen, aspirin, and an IV solution for his blood glucose. Reporter also alleged that at the hospital he obtained a result of 120-123 mg/dl on the aviva system compared back to back with a result of 347 mg/dl on the hospital system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.